Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device fan was found to be grinding and a s233 malfunction alarm code was noted in the device history. This was found to be due to a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s233 (over temperature error) malfunction alarm code. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse events or delays of critical therapies while the device was in clinical use. No additional information was provided.